Manufacturer narrative:
A handpiece was received for evaluation. The handpiece was manufactured on february 13, 2017. Based on assessment, the product met specifications at the time of release. A visual assessment of the returned sample showed no visible non-conformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet specification. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece gets warm. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. (B)(4).